Event description:
It was reported that a strand of hair was found inside the bulb syringe.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were exempt from adequate directions.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging) bulb syringe containing a black hair. Hair is not permitted. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. ¿a device shall be exempt from section 502(f)(1) of the act insofar as adequate directions for common uses thereof are known to the ordinary individual." Product catalog number 0935280 is deemed by appropriate subject matter experts (sme) to be within this definition."

Event description:
It was reported that a strand of hair was found inside the bulb syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a strand of hair was found inside the bulb syringe.